Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir would not screw properly into the insulin pump. The customer's mother stated that the reservoir was not cracked but it would not connect. She did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was evaluated and it passed per specification with no physical damage was noted.